Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to motor error alarm. Unit had cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin alarmed motor error. Product is being returned for analysis.